Manufacturer narrative:
This report is for first device reported in the complaint.

Event description:
Doctor was performing gallbladder surgery, and the 550-000-200 bag burst at the bottom during removal. He used two additional bags during same surgery with the same result. The procedure was finished with a fourth genicon bag. No harm to patient. Bags were discarded. The site was not enlarged and the port site was 10 mm. Note: this MDR is for the 1st 500-000-200 specimen retrieval bag listed in the complaint.